Event description:
It was reported that the 9800 system had an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera lens was cleaned and adjusted during the service call. The system was tested and found to be working as intended, and put back into service.